Manufacturer narrative:
Concomitant medical products: non-bd extension set; non-bd access bag; spiros connectors, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the filter was in use for less than 24 hours when it leaked while infusing maintenance fluids. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (3)spiros caps. The customer¿s report of a leaking filter was confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Functional testing confirmed leaking from the upper vent hole on the filter. Inspection under magnification of the leaking component did not reveal any noticeable damage to either the filter membrane or housing. The root cause of the leaking was not determined.

Event description:
The customer reported that the filter was in use for less than 24 hours when it leaked while infusing maintenance fluids. There was no patient harm.